Manufacturer narrative:
Patient information was requested. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the blower motor wont turn on and is alarming patient circuit occluded alarm. It is unknown if the unit was in use on patient.

Manufacturer narrative:
Due to no parts returning for evaluation, the root cause of the reported issue could not be identified. The determination could not be made that the device failed to meet specifications.